Event description:
It was reported that the "pt lost relief". A dye study was performed; unable to aspirate the catheter. The entire system was replaced; the pt appeared "to be doing fine".

Manufacturer narrative:
Pump and partial catheter analyses results were not available at the time of this report. A follow-up report will be sent when analysis is completed.